Manufacturer narrative:
(B)(4). Evaluation summary: one used unit was received for evaluation. Reported condition was confirmed during visual inspection. Functional test was not performed since defect was confirmed visually. Upon completion of baxter's investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The cause was determined to be the use of the t-connector set with a non-baxter blunt steel cannula, which has not been evaluated for use with the interlink needle-free component. The use of this non-baxter blunt steel cannula was determined to not align with baxter's design or testing of the product. A CAPA has been opened in order to address this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one interlink retractable t-connector extension set was observed to be leaking. According to the report, the customer stated that a catheter was inserted into the septum to take a blood sample and the septum collapsed and leaked blood, as well as an unknown solution. Per the customer, there were no physical irregularities noticed on the products. This event was reported to have occurred in the neonatal intensive care unit (nicu). There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4) exact occurrence date is unknown but was reported to have occurred during week of (B)(6) 2013. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.